Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. The customer experienced a blood glucose (bg) level ranging between 153-230 mg/dl and diabetic ketoacidosis due to being unable to resume insulin deliveries as a result of the malfunction alarm. The customer was subsequently hospitalized and received treatment in the form of intravenously delivered insulin. At the time of the report the customer remained hospitalized. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.